Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
This is a resurfacing to xl case. The resurfacing head was replaced by an xl head. Reason for revision for resurfacing surgery changed to femoral neck fracture.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Asr revision. Asr xl- left. Reason(s) for revision: component loosening (head); pain.

Event description:
Asr revision, asr xl- left, reason(s) for revision: component loosening (head); pain. Update rec'd (B)(6) 2013 - rec'd confirmation this is a resurfacing to xl case. Therefore, doi will be changed to (B)(6) 2008 when the resurfacing head and cup were initially implanted. The resurfacing head was replaced by an xl head as well as additional stem and taper sleeve on (B)(6) 2008. Reason for revision for resurfacing surgery changed to femoral neck fracture. Update received: (B)(6) 2014 - added reference number, marked as legal, attached document and cross referenced. Resurfacing to xl patient - cup remained in situ, this is the 1st of 2 revision, see com (B)(4)for 2nd of 2 revisions where the cup was revised. Update received: (B)(6) 2014 - attached query documents: surgery reports and product stickers, added surgeon: dr hartmut fengler, amended revision reason: dislocation of head (please note in surgery report head is referred to as femerol cap) and filled map to mw boxes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.